Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. Visual inspection revealed moisture in the display. The pump failed to power on. The keypad button functionality could not be completed due to the inability to power on the pump. The keypad was removed and no damage or contamination was found. A display lens leak and moisture damage on the pcb was observed during evaluation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were unresponsive after water exposure. The reporter denied damage to the keypad and noted moisture under the display screen. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.